Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that a sample with anti-k showed false negative reactions with the kell positive cells #1 and #8 of our product biotestcell I-11 plus (lot #81602210) on tango infinity. The customer returned the specimen that had caused the false negative results and the supposedly defective product. (Biotestcell i1-11). Our quality control laboratory tested this specimen with the complaint sample of biotestcell I-11 plus on tango infinity. The sample yielded clearly positive results with the kell positive cells #1 and #8 of the complaint product sample. Additionally the complaint product sample was also tested with different samples and controls on tango infinity, e.g. Anti-k. All positive and negative reactions showed correct test results. We did not observe any false negative reaction. The testing by our quality control laboratory confirmed a correct functionality of the allegedly defective lot of biotestcell I-11 plus. A review of the batch record documentation showed no irregularities which might have negative influences on the quality of the allegedly defective lot. The affected tango infinity was checked by one of our field service engineers and a cause for the instrument malfunction could be identified. The issue was resolved by replacing the wash aspiration tubing on tango infinity. After performing of the post verification as required, the tango infinity was confirmed to operate within specifications by the fse. No further analysis could be performed because the reported sample ID was not found within the error.phb files.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that a sample with anti-k showed false negative reactions with the kell positive cells #1 and #8 of our product biotest cell I-11 plus (lot #81602210) on tango infinity. The customer returned the specimen that had caused the false negative results and the supposedly defective product. (Biotest cell i1-11). Our quality control laboratory tested this specimen with the complaint sample of biotest cell I-11 plus on tango infinity. The sample yielded clearly positive results with the kell positive cells #1 and #8 of the complaint product sample. Additionally the complaint product sample was also tested with different samples and controls on tango infinity, e.g. Anti-k. All positive and negative reactions showed correct test results. We did not observe any false negative reaction. The testing by our quality control laboratory confirmed a correct functionality of the allegedly defective lot of biotest cell I-11 plus. A review of the batch record documentation showed no irregularities which might have negative influences on the quality of the allegedly defective lot. The affected tango infinity was checked by one of our field service engineers and a cause for the instrument malfunction could be identified. The issue was resolved by replacing the wash aspiration tubing on tango infinity. After performing of the post verification as required, the tango infinity was confirmed to operate within specifications by the fse. At this time, evaluation of further data is still ongoing.